Manufacturer narrative:
Date of event: date of event was approximated to (b)(60 2019 as no event date was reported. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on an unknown date. According to the complainant, during the procedure, second band moves forward on the scope when the first band was attempted to be deployed. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.